Event description:
It was reported that pump experienced malfunction alarm with displayed code without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue happened again.